Event description:
It was reported that during a da vinci-assisted surgical procedure, it was reported that an error code 32097 occurred on universal surgical manipulator (usm) 2, with logs indicating the issue was reported by the acm board on the usm. The site was able to recover from the error at that time. Subsequently, a request was made for the field engineer to follow up and provide an expected time and date of service due to the repeated occurrence of error 32097. The priority was adjusted to reflect the repeated nature of the issue. A follow-up call was made to inquire about the estimated time of arrival for the repair, as the caller had not received this information initially. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 2 for failure analysis investigation. The unit was analyzed and in log reviews, the 32097 error was found indicating a communication fault on the usm, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 32097 error was triggered indicating fault on the usm, replicating the reported event. The usm was then installed on a patient side cart fixture test platform (pftp) where fiber test was found to be failing on the parallelogram fiber. The probable root cause was attributed to fiber communication errors pertaining to the parallelogram fiber. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.